Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/29/2024, it was reported by a sales representative via sems-(B)(4) that an ar-6480 fluid management device has a plug that is coming undone where it attaches to the machine and will start sparking when plugged in for an in-service. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected and noted that the plug casing is detached. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2017.